Event description:
It was reported that a new tracheostomy was found without locking pin and wrong locking tab location. No injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10 and h6 conclusion codes: updated. Device evaluation: one device and photographs were submitted for evaluation. Review of the provided pictures and the returned device confirmed a manufacturing issue; it is not possible for the customer to have removed the pin without damaging the neck strap. In addition the hole that is required to be punched through the neck strap that is part of the locking mechanism was absent. Review of the finished good history record showed two different locking strap lots were used for product completion. One of those device lots was rejected. No other complaints have been received for this lot regarding a missing pin and a review of complaints since 2018 did not identify any complaints for a missing pin on adjustable part numbers. The defect has a low risk for patient injury since the missing locking pin would be noticeable prior to use and the instruction for use states under warnings that the device must be thoroughly inspected for signs of damage or wear prior to each use and to not use a tube that is cut or damaged. A review of the manufacturing process determined that the most likely root cause is a missed hole punch during manufacture. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.